Event description:
Additional follow up information received reported that the explanted devices were not available for return to the manufacturer for analysis. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was explanted. It was noted that the patient might be re-implanted in the future if it was determined the scs was not the cause of the additional pain.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension.

Event description:
It was reported that the patient experienced significant pain that the stim was unable to reach. The pain was felt in his far back (lumbar) on the left side. Prior to implant, the pain was predominantly on the right side and that was what the stim covered. The pain locus shifted and the device doesn't seem to reach the new pain points. The pain was a sciatic nerve pain down into the buttocks. The pain gradually came on and he was able to manage it up until about two weeks ago when he stated he couldn't deal with it anymore. The patient scheduled an appointment with his health care professional (hcp) for (B)(6) 2012 and had a routine 3 month checkup scheduled on (B)(6) 2012. On (B)(6) 2012, the manufacturer representative stated the patient had fluctuating sensation that occurred with stim on, but not with stim off. It started 2 months ago and was described as a "surging up" and then it would decrease to a level where he barely felt it. There was no known accident or incident related to this event. Lead migration was not expected and no x-rays or reprogramming have been done. The patient did feel a stim surge when in a "bearing down" position. Palpation and movement do not cause stimulation changes. The patient did not have cycling programmed. It was noted that the patient did have one open circuit but that circuit was not used for programming; other pairs were in the normal range (around 1000 ohms). When stim was off, the patient did report residual stim as a tingling sensation and he may only need to use it for a few hours and then would benefit for a prolonged period of time afterward. With residual stim, he felt the tingling in his toes and in the nerves of his leg. The right leg, foot, and lumbar area are primary target for stim due to sciatic pain. It was noted the patient had a history of injections for herniated disk and radiofrequency ablations but these were prior to implant. One of the patient's primary groups he used had 2 programs: 1+2-3-4+ and 9+10-11-12+ that run around 6-8 volts, 300-450us and 30-130hz. Reprogramming had been attempted and surging and fading occurred regardless of what program was used. The manufacturer representative was concerned that there may be something wrong with the implantable neurostimulator (ins). Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received indicated a revision had been "discussed" but the reporter was unsure of the date.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).